Event description:
The patient reported blood glucose results of "415mg/dl, 248mg/dl and 246mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips and control solution were replaced.